Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The investigation determined that the reported balloon rupture was likely due to case related circumstances. It is likely that the balloon interacted with the lesion calcification causing damage to the outer surface of the balloon material which subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other armada bdc referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was a procedure to treat a lesion located in the right popliteal artery that was moderately calcified. The first armada balloon dilatation catheter (bdc) was advanced to the lesion. During the second inflation at 10 atmospheres (atm), the balloon ruptured. A second armada bdc was advanced to the lesion and at 8 atmospheres, and during the second inflation at 8 atm, the balloon ruptured. Another balloon was used to complete the procedure. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.